Event description:
It was reported that a sterilized hair was discovered upon opening a vascular graft from the sterile package. The vascular graft was not used for the procedure; therefore, a new vascular graft was open and successfully attached. There is no reported pt contact, or injury.

Manufacturer narrative:
A further clinical review of this event was performed and identified the event to be MDR reportable pursuant to 21 cfr part 803. The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. The graft was returned for eval; however, it was not returned within the sealed packaging; therefore, it is unk how or when the material was deposited on the sample. The complaint investigation is inconclusive for a foreign material as the graft was returned in the unsealed packaging and not in its original condition (i.e. Tape was added to the graft). Based on the available info, the definitive root cause is unk. It should be noted that all vascular grafts are 100% visually inspected for foreign contamination during mfg and again prior to packaging. The info provided by bard represents all of the known info at this time.